Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise detected on rv lead. Sensing, threshold, and impedance levels are normal. Slight noise when performing postural testing. Lead to be evaluated further through x-ray. No adverse patient events reported. Should additional information become available, this file will be updated.